Event description:
Catheter was leaking in beginning of dialysis treatment.

Manufacturer narrative:
Received one 14f x 28cm split stream catheter for eval. A functional eval of the catheter reveals a leak at they connection when flushed. The split stream catheter is manufactured by bonding two lumens together allowing the distal portion of the lumens to be separated by the physician as deemed appropriate. The proximal portion of the lumen is permanently bonded. The hold appears to have been caused by splitting the permanently bonded section in the clinical environment. The external portion of the catheter, where the attachable suture wing is applied, should not be split.